Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the device can¿t generate and control negative pressure. The root cause is determined to be a defective pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the renasys go device was found unable to generate and control negative pressure. No patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.